Event description:
I read about the recall of advanced medical optics complete moistureplus product. I am writing to report I had a serious eye infection a few weeks before, shortly after starting to use a new bottle of the product. I went to the dr immediately to get antibiotics. I used the antibiotics which helped, but continued to use the moistureplus product because I did not know it might have been the cause of the infection. Although my eyes got better after use of the antibiotic, they did not seem to fully recover as I continued use of the product. I would occasionally have to resume use of the antibiotic to improve my eye condition. Now having heard of this recall, I will discontinue use of the product. Used daily.